Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the device is not functioning properly.

Event description:
It has been reported that the device is not functioning properly.